Manufacturer narrative:
Investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2195800. All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle broke. The malfunction was involved with the patient going to the ER and x-ray was performed. The following information was provided by the initial reporter: one our patients reported the needle broke off in his body. He had to go to the ER to have the needle removed. This was the first syringe he used out of this bag lot# 2195800, which we dispensed to him in december.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle broke. The malfunction was involved with the patient going to the ER and x-ray was performed. The following information was provided by the initial reporter: one our patients reported the needle broke off in his body. He had to go to the ER to have the needle removed. This was the first syringe he used out of this bag lot# 2195800, which we dispensed to him in december.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.